Manufacturer narrative:
Ventec received a copy of medsun form 3500a from the FDA, which had been submitted to the FDA by the facility. The report indicated there was patient involvement associated with the reported event, which had been previously unreported to ventec. As a result, sections a1, a2, a3, a4, a5, and a6 have all been updated accordingly. Ventec continues to investigate the reported issue. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device was providing inaccurate fio2 (fraction of inspired oxygen) readings. There were no reports of patient involvement associated with the reported issue.